Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported infection at tooth site 26. Patient is smoker, with poor oral hygiene.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). During ongoing investigation it has been identified that the implant reported on MFR-0001038806-2022-00304 does not correspond with the received one, follow up have been done but doctor is unable to confirm the reference sent, therefore this report is intended to capture the update to the reference to unknown.

Event description:
No further event information is available at the time of this report.